Event description:
It was reported that there was a request for repair for the 8015 for alarms for no apparent reason.

Manufacturer narrative:
A review of the device history record for sn (B)(6) was performed from 03/03/2013 to 9/8/2020 and confirmed that this device was not previously returned for servicing. Also, there were no production failures indicated on the source device. The customer reported problem was confirmed. The device was repaired, passed all required testing and specifications, and released back to the customer.

Manufacturer narrative:
A review of the device history record for sn (B)(4) was performed from (B)(6) 2013 to (B)(6) 2020 and confirmed that this device was not previously returned for servicing. Also, there were no production failures indicated on the source device. The customer reported problem was confirmed. The device was repaired, passed all required testing and specifications, and released back to the customer.

Event description:
It was reported that there was a request for repair for the 8015 for alarms for no apparent reason.